Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse reseated tubing at pinch valves lv12 and lv15 and the instrument ran without any leaks and non-numeric results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 5 ml from a coulter ac t diff 2 analyzer. The leak was not contained within the instrument and non-numeric results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.